Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2011. It was reported that the pt observed the low battery warning on (B)(6) 2011. The low battery flag was cleared and it was confirmed that this was due to passivation. The pt's system is working properly and she is receiving adequate stimulation. No additional info is available at this time.